Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose. Blood glucose reading was 478 mg/dl. Customer reported infusion set cannula was bent when removed and after changing the set everything worked as designed. Customer did not wish to continue troubleshooting. The insulin pump will not be returned for analysis.